Event description:
Attempted sheath exchange for closure device. Existing sheath wired. Removed sheath leaving approximately 2/3 still on the wire in the body (artery). Wire retained. C clamp applied above artery access, or called. Patient sent to surgery to remove sheath.